Manufacturer narrative:
(B)(4).

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, shaft of the 5max ace catheter became fractured while being used coaxially with a penumbra system 3max reperfusion catheter. The 5max ace catheter was replaced with a new penumbra system 5max ace reperfusion catheter and the procedure successfully continued.

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 40.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that during preparation for a procedure, the mid shaft of the 5max ace catheter became fractured while being prepared to use coaxially with a penumbra system 3max reperfusion catheter. The 5max ace was replaced with a new 5max ace and the procedure successfully continued. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during preparation for use. If the 5max ace is manipulated forcefully or at an angle during preparation, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.